Manufacturer narrative:
The pump was received with a blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: cracked battery tube threads, and cracked case at battery tube side. Blank display anomaly confirmed during analysis due to moisture damage. Exposed to moisture damage confirmed. Unable to verify critical pump error alarm due to blank display anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged blank display, open book image and open book image related to 6.62 software performed. The customer reported no adverse event. The event involved product mmt-1884, mmt-6102. Troubleshooting was performed and customer not using the correct battery cap for the pump they are using. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1884 will be returned for analysis and mmt-6102 will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.